Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the device was not returned for analysis. A device history record review was performed, and a potentially relevant finding was identified; however, it cannot be determined if it contributed to the probable cause as the reported issue could not be confirmed without the device returned for evaluation. Non-conformance request was previously initiated by the manufacturing facility to further investigate the relevant finding. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the PICC was placed at umd on (B)(6) 2018 and the lot number of PICC is 23f18f0592. Patient came in to outpatient oncology and PICC was leaking from extension line. Patient went to ir for line replacement.